Manufacturer narrative:
Complaint (B)(4) retrospective filing. Received 1rk 456003/b1712359 for evaluation. Received customer pictures. We have no further inventory for the material/batch. A check of quality records show no deviations related to the reported event. Samples were tested according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No over fills could be observed on the samples. Therefore the alleged malfunction could not be confirmed.

Event description:
Customer advises the tubes are overfilling and reports that the level sensor of the immucor echo is giving them an alarm when the probe attempts to aspirate the plasma sample in the tube. Customer called immucor technical service and was advised per the operators manual that when inserting a sample test tube into a rack, the contents of the test tube must not exceed a liquid height of 3.2 inches (8.1 cm), otherwise a fluidics error can be generated and exceeding this liquid height is usually the result of over-filling sample tubes. Customer must pipette off plasma to be able to test the tubes on their instrument.